Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that maintenance was required on 6e tower door 3. A field service engineer (fse) ran diagnostics and confirmed the door failed to open and close properly, causing system errors. The fse powered down the station, removed and cleaned the latch column, and applied grease to the older latches. After reassembly, the fse confirmed through diagnostics that all latches operated without errors. The fse rebooted the system, and the customer verified successful operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the drawer opens but clicks and reads failed drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.